Event description:
My daughter is 7 years old and type one diabetic, she uses dexcom g7. Dexcom g7 fails on insertion where the wire pops out of a hole on the sensor. We have experienced wildly inaccurate blood sugar readings 110+ off which then allowed her pump to give insulin in the middle of the night when her blood sugar was constantly in the 90s via two different meters. Lastly dexcom g7 is failing to make alerts or sounding random alarms. Particularly the lost signal alarm will go off and the numbers on the app will flash and change about every second randomly.